Event description:
It was reported that the pump experienced no disposable clamp tubing alarm. The cassette was removed twice and air dispersed, but alarm persisted. Pump was powered off. This event occurred during infusion and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6: updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.